Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the m300 monitor is recorded and monitored on the central station normally but when the battery is changed, the m300 briefly goes offline on the central station. When the battery is plugged back in, after a few seconds it is monitored again as normal on the central station. After the 4th repetition of the battery change, the m300 monitor on the central station was appearing offline again. After inserting the battery, about 5 seconds later the m300 device continued to monitor again but was still offline on the central station. After about 30 seconds, the m300 on the central was set to discharge instead of offline and therefore the patient could no longer be monitored and no further error message was displayed.

Manufacturer narrative:
A customer reported that during a battery change of the infinity m300+, the device would intermittently go offline at the infinity central station (ics) and then discharge the patient about 30 seconds later. When this condition occurred, both the m300+ and the ics displayed an offline message. It was noted that the m300+ did continue to monitor the patient after the battery exchange. It was also mentioned that this device behavior was sometimes observed when the patient was sleeping. No adverse patient impact was reported. A draeger technician went to the facility and was able to reproduce the issue. The ics log files from this event were provided, however the log files from the m300+ were not available for investigation. A review of the ics log files confirmed the reported offline and discharge behavior. The site attempted to resolve the issue by replacing their network routers. Following this replacement, the offline and discharge behavior significantly improved; however, it did not completely resolve. Additional log files from after this troubleshooting was performed, were requested, but were not provided. Without the additional log files, a root cause for the reported behavior could not be determined. The instructions for use (IFU) informs users that the offline message at the ics is to prompt them to check on the bedside monitor, in this case the m300+, to ensure the device continues monitoring, displaying patient parameters, and alarming as intended. When a patient is discharged from the ics, users can view the patient history in the trend/data tab and can lock the patient clinical data for future viewing. This clinical data along with the live data from the m300+ can be used until the patient is readmitted.

Event description:
It was reported that the m300 monitor is recorded and monitored on the central station normally but when the battery is changed, the m300 briefly goes offline on the central station. When the battery is plugged back in, after a few seconds it is monitored again as normal on the central station. After the 4th repetition of the battery change, the m300 monitor on the central station was appearing offline again. After inserting the battery, about 5 seconds later the m300 device continued to monitor again but was still offline on the central station. After about 30 seconds, the m300 on the central was set to discharge instead of offline and therefore the patient could no longer be monitored and no further error message was displayed.